Event description:
Information received indicates the valve was abandoned at implant. Surgeon reportedly damaged the leaflet during implantation. During an attempt to repair the damage, the leaflet perforated and the valve was abandoned. The hcp suspects a problem with the product. No patient complication has been reported.

Manufacturer narrative:
Analysis: a gross analysis of the returned valve shows that the tissue in this valve is of normal consistency and thickness as compared with other porcine tissue valves. The leaflets are flexible and the non-coronary cusps are intact. A tear is present in the left cusp, confirming the damage reported by the surgeon, and a repair stitch is present. A review of the device history record shows that the device met all manufacturing specifications for product released to distribution. Conclusion: intra-operative damage confirmed as reason for the device being abandoned.